Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a conductor fracture at the suture sleeve because the suture was too tight. Revision procedure was performed to replace the lead. The lead was surgically abandoned and a new lead was successfully implanted. The lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.